Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) would not hold the column while placing the dilator inside the guide. The sgc was flushed several times, and changed stopcocks, but whenever the dilator was placed inside the sgc, it would lose the column and filled with air. The sgc was replaced and continued the procedure and was successful. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) would not hold the column while placing the dilator inside the guide. The sgc was flushed several times, and changed stopcocks, but whenever the dilator was placed inside the sgc, it would lose the column and filled with air. The sgc was replaced and continued the procedure and was successful. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.